Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the ins battery not holding a charge very long was "broken parts." The issue had not been resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported patient spoke with rep about his ins battery, and rep said it was probably getting weak and needed to be replaced. Patient noted it did not hold a charge very long. It was reviewed expectation regarding ins battery longevity. No further complication and events were reported.